Event description:
The customer reported that the device had intermittent loss of ECG waveforms (12 lead) during patient use. No patient harm occurred.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.